Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30738612l, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a cryo ablation procedure with a pentaray nav high-density mapping eco catheter. The patient suffered a cardiac tamponade during mapping with a pentaray requiring a pericardiocentesis. After cryo, during mapping of right atrial for superior vena cava isolation (svci), cardiac tamponade was confirmed during mapping of right atria with pentaray. A pericardiocentesis was done. The condition improved after the pericardiocentesis, and the procedure was completed. Atrial septal puncture was performed with using rf needle. No rf ablation prior to pericardial effusion or tamponade. Steam pop was not confirmed. Irrigation catheter was not used. The physician's opinions on the relationship between the event and the product: although the tamponade occurred was during mapping by pentaray, it was unknown what caused the cardiac tamponade. The patient outcome of the adverse event was fully recovered. The patient did not require extended hospitalization because of the adverse event. The cause of the tamponade was the rotator cuff of another company. Drainage was performed immediately after the puncture was found in the patient, and the hole was blocked, so there was no problem after that. Conservatively the pentaray will be reportable because the cardiac tamponade occurred during use of the device. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.